Manufacturer narrative:
The product was returned. Solution was dried on the lens. One haptic is broken/ torn (possibly cut) from the haptic/optic junction area (returned). The optic is torn/split/cracked and cut into portions (a large portion of lens material was not returned), typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, a haptic and part of the optic were separate from the lens. The lens was removed from the patient's eye and a backup lens was implanted. Additional information was requested.